Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead (for off-label use) healed superficially. In turn, the patient experienced discomfort (described as a burning sensation) when stimulation was on. As a result, the patient's lead was explanted.